Event description:
It was reported the cables were worn. There was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The customer stated that the module's cable was worn. During repair, it was found that the strain relief in the cable had failed, and the cable was replaced.